Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details and recipient status were not provided. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient presented with pain at the implant site. The recipient was prescribed antibiotics. The recipient was admitted to the hospital.